Event description:
This current report is about a plastic tip found broken off a disposable metal laryngoscope blade when packaging for instrument was opened; it was not used on a patient. It is currently being reported (though not reported at the time) of two instances where the plastic tip broke off and had to be retrieved from the patient's airway. No further information on those two instances and those patients have not been identified. It was reported that both patients suffered no harm.